Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was switching off intermittently. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The distributors getinge trained field service engineer (fse) evaluated the iabp unit. The fse observed that both batteries were expired and did not have sufficient back up time. The fse replaced the power supply and noted that the customer did not want to purchase batteries. Based on company ethics, the customer was provided with one battery for free. The iabp unit was cleared for use and returned to the customer.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was switching off intermittently. There was no patient involved and no adverse event was reported.